Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('had surgery on thursday') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced flatulence ("I'm still dealing with the gas") and procedural pain ("I know how bad the pain is"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal, flatulence and procedural pain outcome was unknown. The reporter considered flatulence, medical device removal and procedural pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media : medical device removal, flatulence and post procedural pain. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('am still going throught cramp') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included caesarean section (2) and vaginal delivery (2). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), flatulence ("I'm still dealing with the gas"), procedural pain ("I know how bad the pain is"), thyroid disorder ("thyroid problems"), hyperaesthesia teeth ("teeth sensitive"), procedural nausea ("nausea /vomitting"), back pain ("back pain") and decreased appetite ("appetite has decreased"), underwent tooth extraction ("3 teeth pulled ") and endodontic procedure (" 3 root canals and crown") and was found to have weight decreased ("down 8 pounds"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the abdominal pain lower, flatulence, procedural pain, thyroid disorder, tooth extraction, endodontic procedure, hyperaesthesia teeth, procedural nausea, weight decreased and decreased appetite outcome was unknown and the back pain was resolving. The reporter considered abdominal pain lower, back pain, decreased appetite, endodontic procedure, flatulence, hyperaesthesia teeth, procedural nausea, procedural pain, thyroid disorder, tooth extraction and weight decreased to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media : medical device removal, flatulence and procedural pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: new events were added: cramp, thyroid problems and reporter information were updated. On (B)(6) 2020: social media received: new events were added: .tooth extraction, endodontic procedure, hyperaesthesia teeth, procedural nausea, weight decreased and decreased appetite, back pain. Medical history added: (c section and vaginal delivery). And reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.